Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event. The scalloped locking feature was chipped. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the reported fracture likely occurred as a result of the device being malaligned during impaction. No further investigation is required.

Event description:
It was reported that, when the insert trial was inserted into the cup at the revision operative from non stryker cup and liner to stryker cup and liner, the trial was hit with impactor because it did not fit in the cup. Therefore, the edge of the insert trial was chipped off. The chip was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, when the insert trial was inserted into the cup at the revision operative from non stryker cup and liner to stryker cup and liner, the trial was hit with impactor because it did not fit in the cup. Therefore, the edge of the insert trial was chipped off. The chip was removed.